Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted. Per tandem's user guide: "insulin should be at room temperature before filling cartridge."

Event description:
It was reported that the customer experienced elevated blood glucose levels reaching 485 mg/dl, and was hospitalized on (B)(6) 2015. Troubleshooting was performed and pump appears to be delivering as expected. Customer was treated through intravenous insulin drip. Cold insulin was used to load the cartridge.